Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fph in (B)(4) for evaluation. The mr290 chamber was visually inspected. Result: visual inspection revealed multiple vertical cracks in the chamber dome underneath one of the ports and the baffle. Conclusion: it is most likely that the cracks in the chamber dome were caused by excessive pressure during use. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions that accompany the mr290v chamber state the following: - maximum operating pressure: 8 kpa. - use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the mr290v humidification chamber had developed cracks around the base plate after five days of use. No patient consequence was reported.